Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off label site on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.